Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 500mg/dl, and he was treated with an insulin drip. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found a no delivery alarm. Checked the bolus history and noted that the customer always programs 25.0 units for each bolus, but he does not use the bolus wizard. The customer stated that he had a bolus set for 25.0 units, but he stopped at 8.0 units because, he did not want to over delivered insulin. Assisted the customer to run a fixed prime test and the insulin was coming out of the tubing as the infusion set has a hole in the tubing. Advised the caller calls back once he gets home to continue testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.